Event description:
Boston scientific received information that during device change out, the epicardial lead patch was damaged which exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. Additional information obtained from the field representative that a new system was implanted from the left pectoral location. All epicardial patches were capped as the system will not work if one of the patches was damaged. This epicardial patch is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.